Event description:
According to information rec'd from the initial reporter in july 1998, the pt had her bjork-shiley convexo-concave mitral valve replaced due to significant fibrous ingrowth. According to the initial reporter, the ingrowth was beginning to impair mobility of the tilting disc. The valve was replaced during open heart surgery to treat the pt's aortic stenosis and tricuspid insufficiency.